Manufacturer narrative:
Analysis found no anomaly of the lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), product type: lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that during the patient¿s revision procedure on the day of the report, impedances of two electrodes on the lead were greater than 10,000 ohms. During the revision procedure, the lead was removed from the implantable neurostimulator (ins), it was dried off and replaced back into the ins. It was then reported that when the lead was placed in the multi-lead trialing cable (mltc) and tried again, the impedances were still greater than 10,000 ohms. In result, a new lead was used and the lead with high impedances would be returned to the manufacturer for analysis. There were no factors that might have led or contributed to the issue. The issue was resolved at the time of the report, there were no reports of therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis is not yet complete. A supplemental will be sent when analysis information is available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.